Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07088. It was reported the patient was no longer receiving effective stimulation on her right leg. The event date is unknown. An impedance check revealed no anomalies. Reprogramming to provide resolution was unsuccessful. As a result, the patient had the scs system explanted to pursue other therapies.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.